Manufacturer narrative:
Device evaluated by MFR.:the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. On (B)(6) 2011, the patient was diagnosed with stable angina. Cardiac catheterization was recommended. The index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.3 mm. The lesion was treated with pre-dilatation using 2.5 x 12 mm apex balloon catheter and following dilation, a grade a vessel dissection within the target lesion was noted. The lesion was treated with placement of a 3.00x24 taxus liberte study stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel.